Manufacturer narrative:
The reported events of no magnet response and no inductive telemetry were confirmed. The device was received with no telemetry communication and no output, consistent with low battery conditions. The device was cut open to enable further testing and the battery was found at end-of-service level. Session records analysis indicated the device was operated in high output mode and was implanted beyond its projected longevity. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this device experienced normal degradation.

Event description:
It was reported that the patient presented in clinic. Upon further investigation, the pacemaker exhibited no magnet response and no inductive telemetry. The pacemaker was explanted and replaced. The condition of the patient is unknown.

Manufacturer narrative:
Further information was requested but not received.